Event description:
It was reported to tycohealthcare/kendall that a patient had a problem with a dialysis catheter. According to the customer "the catheter was inserted in the jugular vein, became dislodged, upon visual evaluation by the rep and the dept educator at the facility it appeared to be abbrated on distal tip. The patient has since expired." According to the facility the demise of the patient was not related to any problems with the catheter.